Event description:
The subject device was implanted on 12/3/96 during a multi-level fusion. The pt experienced increasing pain and on 5/19/99 the device was found to be broken at c4-5. On 6/18/99 the device was removed and another plate implanted.